Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 13.6, and 10.5 mmol/l. Tests were done within 5 minutes. Pt did not experience any adverse events. No further info has been reported.